Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector cracked when reattached to the patient. The following information was provided by the initial reporter: "quad fuse cracked when being reattached to patient by nnp."

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector cracked when reattached to the patient. The following information was provided by the initial reporter: "quad fuse cracked when being reattached to patient by nnp."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-feb-2023. H6: investigation summary: a complaint of quadfuse breaking when being reattached to the patient was received from the customer. A sample was received for investigation. Through visual inspection, the customer complaint was confirmed. The luer was cracked. A device history record review could not be performed on model mz9275 because the lot number is unknown.